Manufacturer narrative:
The customer decline to have the service evaluated the system and cancelled the service call. The user suspected the interconnect cable may have been an issue. A third party technician repaired the system. No conclusion can be drawn as regarding the cause of the issue as repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.